Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2010 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had been in use for 18 days and remained intact prior to infusion on the following day. However, a nurse found during the infusion that the catheter was seperated from the connector for unknown reason. This made the catheter slip into the blood vessel of the patient.